Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was blocked with a bd syringe 5ml ls 22x1-1/4 dn emerald. The following information was provided by the initial reporter, translated from (B)(6) to english: the child was admitted to the hospital due to the enlargement of neck lymph nodes, and was given infusion treatment according to the doctor's advice. When the drug was added, the 5ml syringe needle was found to be blocked, and the new one was replaced, without any adverse consequences to the patient.

Event description:
It was reported that the needle was blocked with a bd syringe 5ml ls 22x1-1/4 dn emerald. The following information was provided by the initial reporter, translated from chinese to english: the child was admitted to the hospital due to the enlargement of neck lymph nodes, and was given infusion treatment according to the doctor's advice. When the drug was added, the 5ml syringe needle was found to be blocked, and the new one was replaced, without any adverse consequences to the patient.

Manufacturer narrative:
H.6. Investigation summary a device history record review was completed by our quality engineer team for provided lot number 1811166. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Bd has investigated this type of clog issue in the past. Through detailed testing, it was determined that this defect most commonly occurred when the needle was used to access the septum of rigid plastic containers of saline or other solutions. The bd microlance needle is designed primarily for skin and rubber closures of vials, not to penetrate thick polyethylene membranes. Further action has not been determined necessary at this time by our manufacturing facility. Our quality team will continue to monitor the manufacturing process for this potential defect and other emerging trends.